Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports that the safety shield detached during activation. As a result, a staff member received a dirty needle stick. In response to this incident, the staff member followed the facility's exposure protocol which included having blood drawn for baseline testing purposes.